Event description:
It was reported that during a gastric septation procedure, an extra load was used and due to the initial load was submitted a prefiring during use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested but not available: were the staples protruding prior to use? Did staples fall out of the cartridge prior to use? If you answered no to the previous questions, please explain what is meant by, ¿prefiring during use?¿ the analysis results found that one tr45w reload was received in good visual condition and partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the reload was received out of its sterile package.